Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented remotely. Upon review, the right ventricular (rv) lead exhibited under-sensing. No intervention was performed. No patient's symptoms reported.